Manufacturer narrative:
The device was not returned olympus for evaluation. Based on similar reported events, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a diagnostic bilateral salpingo-oophorectomy (bso) procedure, the teflon pad from the grasping section of the device peeled back exposing metal. The surgeon was coagulating tissue when this incident occurred. No device fragment fell into the patient. No error codes were observed. No bleeding was reported. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, it was reported that the device and generator connection points were inspected prior to use with no anomalies found.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the returned device and found some tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found it lifted and partially split with metal exposed on the jaw. The device was connected to the test usg-400/esg-400 and passed the probe check. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit.